Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by the carefusion failure analysis lab.

Event description:
The customer reported while using the avea ventilator; the unit started alarming the ext high ppeak (extended high peak pressure) alarms. The customer reported the patient was removed from the unit. There is no patient consequence associated with the event. The customer performed the expiratory pressure transducer calibration, but the issue was not resolved.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.